Event description:
The incident information was obtained from published literature regarding procedures performed (B)(4) 2008: the patient had a retained foreign body with complete necrosis of the ureteropelvic junction. The origin of the foreign body was believed to be a needle sheath from the an unknown type of temperature monitoring equipment that had melted during surgery secondary to the excessive heat. The incident generator was set at an extremely high power of 45 watts. The article did not include details of whether or not the sheath was removed from the patient cavity. The patient underwent hand-assisted laparoscopic nephrectomy.

Manufacturer narrative:
(B)(4). The incident sample is no longer available for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted.